Event description:
It was reported that there was oversensing seen on two non-sustained tachycardia episodes that appear to be due to noise and sensing values that are low due to small r-waves. The right atrial lead has dislodged and is not capturing or pacing. The left ventricular lead, which has been plugged into the right ventricular pace/sense port, has oversensing. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.